Event description:
The pt's mother reported the infusion tubing became disconnected from the headset and the pt experienced elevated blood glucose of up to 430 mg/dl. The pt changed infusion set and bolused through the infusion device to lower her blood glucose. Her normal blood glucose range is 100-120 mg/dl. The pt did not require treatment from a health care professional or second party to address the issue. No further info was available. The product was returned for eval. It was found the infusion tube was completely separated from where the adhesion area at the luer connector is. The glue that was used to connect the tube with the luer connector was found to be within specifications. The separation was caused by too high of a force being applied to the tube during use, although there were no signs of willful damage to the tube. As the problem reported was related to mishandling of the product, no corrective or preventative actions were initiated.